Event description:
It was reported to ge that a broken angulation chain caused the table to drop from 45 degrees vertical to horizontal. No apparent cause for the chain failure was identified. A replacement chain was ordered. The patient on the table reportedly bumped her head on the table as the table travelled to the horizontal position. She was checked by a doctor and was released without treatment.